Event description:
It was reported by svc report that the power cord was broken in half 10 inches from the wall plug side. It is unk if there was pt involvement or if there were adverse consequences to report.